Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 105, damaged connector) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The trunk cable connector was cracked under the overmold, causing an open at pin 9 to pin 10. This open pin caused the communication issue. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged and patient was receiving a service code 105 (pulse test relay stuck).